Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert due to high, out of range high voltage lead impedance. A poor lead connection was suspected. A pocket manipulation test was performed and noted an intermittent noise. Programming changes or a procedure to correct the lead connection will be performed.